Event description:
It was reported that when unloading the patient from the ambulance, the cot rolled out of the ambulance and tilted over. One medic received bruising and the other received an injury to the knee. There was patient involvement and adverse consequences reported.

Manufacturer narrative:
Investigation underway.